Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to orthopediatrics for investigation as it was scrapped at the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the patient underwent a revision procedure due to plate fracture caused by a non-union. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences have been reported.